Event description:
It was reported that a red alert was recorded due to this right ventricular lead exhibiting high out of range shock lead impedance measurements. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.